Manufacturer narrative:
Investigation summary one used 50ll sample without the blister and two pictures were received by the quality team. Upon visual inspection of the sample and 2 pictures received, it can be verified that a plastic particle-fiber is inside the syringe. On inspection at 10x magnification, it can be confirmed this fiber is not polypropylene. A device history record review found no non-conformances associated with this issue during production of this batch. We cannot determine the origin of this particle since it does not come from any syringe component. This manufacturing line has a blowing de-ionizer system for particles. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Equipment of manufacturing line is regularly cleaned according to procedure. Based upon the investigation by the quality team, the root cause for this incident cannot be determined. The appropriate personnel has been notified and complaints received for this device and reported condition will continue to be tracked and trended. Investigation conclusion it has been received 1 used sample of 50ll for investigation without blister and 2 pictures. On visual inspection of the sample and 2 pictures received it can be observed a plastic particle-fiber inside the syringe. On inspection at 10x it can be confirmed this fiber is not polypropylene. DHR of lot 1711309 has been reviewed not finding any annotation or deviation regarding the alleged defect. We cannot determine the origin of this particle since it does not come from any syringe component. This manufacturing line has a blowing de-ionizer system for particles. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Equipment of manufacturing line is regularly cleaned according to procedure. The incident is reported to area manager. Defect: foreign matter- particle inside the syringe. It has been received 1 used sample of 50ll for investigation without blister and 2 pictures. On visual inspection of the sample and 2 pictures received it can be observed a plastic particle-fiber inside the syringe. On inspection at 10x it can be confirmed this fiber is not polypropylene. DHR of lot 1711309 has been reviewed not finding any annotation or deviation regarding the alleged defect. We cannot determine the origin of this particle since it does not come from any syringe component. This manufacturing line has a blowing de-ionizer system for particles. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304). Sub-process. Visual inspection functional inspection. Molding 2 injections per shift. N/a. Printing 6 samples per two hours, after any intervention in the equipment and once at the beginning of the shift once in the first pallet, once in the middle of the lot and once in last pallet of the lot assembly 6 samples per two hours, after any intervention in the equipment and once at the beginning of the shift once in the first pallet, once in the middle of the lot and once in last pallet of the lot primary packaging 1 advance-step (with product) per hour, after any intervention in the equipment, and once at the beginning of the shift. Once in the first pallet, once in the middle of the lot and once in last pallet of the lot equipment of manufacturing line is regularly cleaned according to procedure jg-039: once per shift or during any long stop of the manufacturing line. Always any kind of contamination or potential contamination is detected in areas in contact with the product. During mechanical maintenance of the line. Also critical points: during programmed stops of molding machines. The incident is reported to area manager root cause description. It cannot be determined the origin of this particle since it does not come from any syringe component.

Event description:
It was reported that before use, a bd plastipak¿ concentric luer lock syringe was found with foreign matter as a¿ thread was found inside the barrel of the syringe.¿ there was no report of injury or medical intervention reported.